Event description:
It was reported that the patient was experiencing episodes of lightheadedness/dizziness and severe pain at the implantable pulse generator (ipg) site and the subcutaneous lead tunneled from the clavicle. Patient reported feeling debilitated by these symptoms and this has had a very negative effect on their quality of life and requested resolution of the symptoms. The device and leads were removed and a new ipg and leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.